Manufacturer narrative:
No additional information is available for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accutni) result of 1.91ng/ml generated by the access 2 immunoassay system for one patient's sample that did not match the patient's clinical picture. The patient had an EKG performed which showed no signs of cardiac damage. No reports of death, injury, or change to patient treatment have been reported in connection with this event.